Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user has no hearing sensations with the device after he fell down and hit his head whilst playing on (B)(6) 2020. Prior to this trauma the user was hearing well with the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has no hearing sensations with the device after he fell down and hit his head whilst playing on (B)(6) 2020.